Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and as the physician was removing the pentaray® nav eco catheter from the carto vizigo® sheath, a piece of threading came off the sheath. The physician also reported that the carto vizigo® sheath felt "tight" when removing the pentaray® nav eco catheter. When the catheter was replaced, the issue was resolved and the procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. It was reported that as the physician was removing the pentaray® nav eco catheter from the carto vizigo® sheath, a piece of threading came off the sheath. The physician also reported that the carto vizigo® sheath felt "tight" when removing the pentaray® nav eco catheter. Device investigation details: a visual inspection and microscopic examination of the returned device was performed following j&j procedures. Visual analysis revealed a fiber hanging on, out of the tip of the sheath. Due to this condition, a borescope was inserted to review the shaft from inside and a scratch was observed from inside the shaft and a line of polytetrafluoroethylene (ptfe) partly detached. The damage observed could be related to the interaction of the sheath and the catheter used during the procedure; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The delamination identified in the inner part of the shaft could be related to the internal component exposed and resistance issues reported by the customer; therefore, the complaint was confirmed. The potential cause of damage could be related to the polytetrafluoroethylene (pt-fe) coating which detached during introduction of the catheter into the sheath; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).